Event description:
Per the clinic, the patient was explanted due to a dermatological issue which caused the device to extrude. The patient was explanted in 2009. No information on reimplantation was provided at the time of this report the following month.

Manufacturer narrative:
.